Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery an ophthalmic operating system displayed system message and the machine stopped responding. The system did not recover even after fluidics management system (fms) was replaced. The system was restarted with new balanced salt solution (bss), fluidics management system (fms) and handpiece, after which it worked fine. The surgery was completed on the same day, but there was a prolonged surgery time. The patient experienced choroidal hemorrhage followed by corneal edema due to the extended duration of the surgery. The status of the patient was unknown. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in section d.9., h.3., h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece was retuned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing. A visual assessment of the returned sample did not reveal any nonconformities. The sample was connected to a resistance test box where the input and output impedance of the sensor test were within specifications. The returned handpiece was connected to a calibrated system. The handpiece was recognized, primed and tuned, and successfully ran a five minute burn-in without issue. A flowrate test was performed on the sample for both irrigation and aspiration. Both met specifications. Refer to the attached investigation log. The returned handpiece was found to functionally exhibit no problems. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.